Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported stent thrombosis occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The physician successfully placed and deployed the 3.5 x 12 promus element plus drug-eluting stent. During the patient hospital stay, they developed stent thrombosis. The physician then performed the same procedure as a "rescue measure." The targeted area was predilated then a 3.5 x 16 promus element plus drug-eluting stent was deployed to overlap the previously placed stent. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. D4 model number, lot number, catalog number, expiration date, unique identifier, and e4 device manufacture date corrected.

Event description:
It was reported stent thrombosis occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The physician successfully placed and deployed the 3.5 x 12 promus element plus drug-eluting stent. During the patient hospital stay, they developed stent thrombosis. The physician then performed the same procedure as a "rescue measure." The targeted area was predilated then a 3.5 x 16 promus element plus drug-eluting stent was deployed to overlap the previously placed stent. No further patient complications were reported and the patient status was stable.